Event description:
It was reported that 4 sharps coll chemo 19gal yellow lids were found broken before use. The following information was provided by the initial reporter: "customer informed tm of broken lids on chemo bin 305613."

Manufacturer narrative:
Investigation summary: a complaint review was performed by the supplier. Photos of the product damage were not provided and a lot number was not available. A review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to this reported incident for broken lids. A review of the current controls was completed, and a 100% visual inspection is performed by production along with a visual and functional inspection based on aql sampling plan is performed by a quality auditor. This type of damage could be caused by outer conditions such as a hard impact. It is possible that the damage occurred in transit during shipping or during the package handling. Bd will continue to monitor the complaint for any trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 sharps coll chemo 19gal yellow lids were found broken before use. The following information was provided by the initial reporter: "customer informed tm of broken lids on chemo bin 305613."